Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not duplicate the reported failure. However, the fse verified via the fault logs that etf# 50 occurred and replaced the motor control board to address the issue. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated an ¿electrical test fails code (etf) 50¿ alarm four times. There was no patient involvement and no adverse event was reported.